Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose level was high. His blood glucose level went up to 412 mg/dl. He had pain in his legs and was not feeling well. The customer treated his blood glucose level with injections. The insulin pump alarmed no delivery. The device was not returned.